Event description:
It was reported that an ilet user experienced repeated alert 38 for consecutive stalled motor following a prior occlusion alert, after which the user was not receiving insulin and had persistent hyperglycemia; the user¿s glucose was observed to decrease from over 401 mg/dl to 345 mg/dl after intervention, and replacement supplies were provided along with troubleshooting and education. Customer care provided support that included a review of device use data and user history, and follow-up calls to obtain product details. Investigation of this case revealed an insulin delivery interruption associated with an occlusion followed by stalled motor alerts. No clinical symptoms associated with hyperglycemia reported. Outcomes included no hospitalization and device use interruption requiring infusion set and cartridge change. It was concluded that the issue was consistent with an occlusion and stalled motor event causing lack of insulin delivery, addressed by a complete supply change and user guidance. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.